Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent mildline lumbar fusion. Intra-op, the hexa end part of the screwdriver broke during untightening the set screw.

Manufacturer narrative:
(B)(4). Product analysis :visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Op tical examination of the fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Event description:
No broken fragment of the screwdriver remained inside the patient. No patient complications were reported.